Event description:
A pt was being scanned on the signa 3.0t hdx scanner using the ctl coil for a thoracic study and reportedly sustained burns on both arms below the elbows and on both hips. The burns consisted of reddening areas with blisters in the middle (approx 3 cm. In size). The pt was treated with an injection of tavegyl, fenistil gel, and given a tavegyl tablet to be taken home. The thoracic study used the following pulse sequences and durations: series 1: 3 plane loc (fgr) 0:12; series 2 : sag fse t2 3:24; series 3: ax fse t2 2:18; series 4: se localizer 4:20; series 5: sag fse t2 2:32; series 6: ax fse t2 2:48; series 7: ax fse t2 3:42; series 8 ax fse t2 3:42; series 9: sag fse t1 2:25; series 10: ax fse t1 5:28 series 11: sag fse t1 3:22 series 12 ax fse t1 4:08; series 13 ax fse t1 4:35. The pt was padded to avoid skin to skin contact and contact with the bore. The pt reported that during the last series he felt warm; however, he did not alert the mr tech. The pt had been provided with the pt alert bulb and the intercom was working appropriately.

Manufacturer narrative:
Investigation is ongoing. Ge healthcare is attempting to obtain additional details of the event such as sar values used.